Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Cts provided pump reset information and assisted caller with resetting the pump however the malfuncion alarm recurred.there was no adverse impact to the customer¿s blood glucose level.